Manufacturer narrative:
It was reported that the surgeon had trouble with the fit and positioning of the femoral implant. The surgeon sawed a recess into the bone to get the implant to sit properly. The surgery was completed successfully. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the surgeon had trouble with the fit and positioning of the femoral implant. The surgeon sawed a recess into the bone to get the implant to sit properly. The surgery was completed successfully.